Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging "when jiggling the usb where it connects to the meter it flashes between pc and charging." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 (08/13/2013)-device evaluation: the analysis of the subject meter was completed on 08/07/2013 by lifescan product analysis with the following findings: the analysis found the meter to have intermittent contact loosing connector j4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.